Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture (loc). Technical services (ts) reviewed the presenting and stated that there were increased number of premature ventricular contraction (pvc)'s. There was a clear t-wave so no oversensing. There was increase in thresholds at 3v. Ts recommended to consider programming optimization. This device remains in service. No adverse patient effects were reported.